Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose readings. The customer's blood glucose reading was 400 mg/dl. The customer reported that the reservoirs were damaged. The customer reported that the white snap cap got detached when the blue transfer guard was taken off. The customer will replace infusion sets.